Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01876; 2938836-2020-01884; 2938836-2020-01885. It was reported that a pocket infection developed due to the patient twiddling the device and opening the pocket. There were no allegations about device or lead performance. The system was explanted. The patient was stable.